Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side "capsular contracture and rupture." Healthcare professional later reported "capsular contracture, baker grade unknown", "possible rupture" and "b.i.I." The reported event of "b.i.I" is not consider device related. Device remains implanted.